Manufacturer narrative:
A correction has been made in the general information tab to reflect 'yes' for report completion as final; no follow-up report is required at this time

Event description:
There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.